Event description:
Additional information was received. A secondary intervention was performed. The initial angiogram showed a continued type iii separation endoleak in the left contralateral limb, but no type I endoleaks. The left limb was relined with an endurant (B)(4) deployed approximately 1-2cm below the contralateral gate and ending distally 1cm above the left hypogastric artery. The final angiogram showed no evidence of endoleaks. No additional clinical sequelae were reported, and the patient is doing fine.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an 8 cm in diameter abdominal aortic aneurysm approximately four years. At index procedure the patient's proximal aortic neck measured 26mm in diameter at the renal arteries and 28-29 mm in diameter just proximal to the aneurysm and 75 degree angulation. There were bilateral iliac aneurysm and high grade left proximal common iliac artery stenosis and left renal stenosis. The patient presented initially with gi bleed and during the workup was found to have an abdominal aortic aneurysm. During the initial implantation it was reported that there was difficulty passing traditional wires through the very tortuous stenotic common iliac arteries at the aortic bifurcation. The stent grafts were successfully implanted after which extensive endarterectomy of the external iliac arteries down to the proximal portion of the superficial femoral arteries was performed. One day post implant, the patient had a type 1 endoleak and there was no further intervention at that time. A recent CT four years post index procedure demonstrated a type iii endoleak, separation. The physician elected to reline the type iii endoleak of the right iliac limb with an aneurx iliac limb and an endurant iliac limb. No additional clinical sequelae were reported and the patient is fine. Exact date of event unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression, angulated aortic neck, bilateral iliac aneurysms, high grade level iliac artery stenosis). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, angulated aortic neck, bilateral iliac aneurysms, high grade level iliac artery stenosis)